Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was to be used in the ureter and kidney for a kidney stone removal procedure. According to the complainant, during preparation, it was noted that the stent was broken into two pieces. The procedure was completed with another polaris¿ ultra stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation analysis: a polaris ultra stent was received for evaluation. A visual analysis of the returned device found that it was damaged at the proximal end. The bladder pigtail was found detached. The detached section is located in the suture string hole. No other anomalies or damages were encountered. The reported event of the stent being broken into two pieces along the shaft was not confirmed, however the stent returned with the bladder pigtail detached. The evaluation concluded that the failure was noted during preparation and outside the patient, the defect noted could have been caused by the user due to excessive manipulation and interaction of the stent with suture. This type of failure is consistent with one caused when a device is pulled strongly and/or was submitted to an excess of force; excess of force may cause damage, deformities or device break. Therefore, the most probable root cause of this complaint is ¿handling damage". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was to be used in the ureter and kidney for a kidney stone removal procedure. According to the complainant, during preparation, it was noted that the stent was broken into two pieces. The procedure was completed with another polaris¿ ultra stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.